Event description:
It was reported that the device would not power on with ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the cable-mounted plug connector, designator p41, to the power pcb-mounted jack connector, designator j41, was not fully seated. Physio reseated the cable connection and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was determined to be due to an improperly seated cable-mounted plug connector, designator p41, with the power pcb-mounted jack connector, designator j41.